Event description:
The report received indicated that during angioplasty, the guiding catheter broke inside the pt. Therefore, the physician conducted the procedure with another guiding catheter. There was no report of injury to the patient.

Manufacturer narrative:
The product is available for evaluation; however, as of to date, it has not been returned. However, a device history record review was performed, and showed that this lot of products met all requirements per the applicable mfg quality plan. Additional information will be submitted within 30 days upon receipt.